Manufacturer narrative:
Additional information: lot number provided. The clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to surgical time. It was reported that the screws of the large clamp were stripped. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.